Event description:
Zimmer cous part #93-76-00-000, ce0123, 2808-6103313. This item was taken from an instrument set. This part is used in orthopedic surgery and is impossible to thoroughly clean. This part should be able to be disassembled, however it is not. It is a pt safety issue when the surgical instrument cannot be thoroughly cleaned.